Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdqs0271 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asdqs0271) have been reported from the same facility in (B)(6).

Event description:
It was reported miniloc with leakage through infusion line. No other information was provided.